Manufacturer narrative:
Additional information provided in sections d.9, h.3, h.6 and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there are no additional complaints associated with it. The investigation is concluded based on the sample evaluation outlined below. The returned instruments were received in its inner and outer blister covered with the tyvek lid foil. The lid foil shows the lot information. The products are returned in a opened state and there are no signs of surgery residues. The instruments showed macroscopic signs of damage, namely the forceps arms are bent. The instruments were visually inspected with the aid of a photomicroscope with various magnifications. The visual inspection confirmed the macroscopically noticeable damage and displayed the deformation of the forceps arms in detail. As the blister was opened by the customer, the products were handled. Therefore, the point in time when the malfunctions occurred can no longer be determined. The customer¿s complaint is confirmed as the returned devices shows deformations, but a root cause for the reported issue cannot be determined. No root cause for the customer's reported event could be determined, since the situation that led to the described issue could not be reconstructed. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during vitrectomy surgery, the clamp arm of the ophthalmic forceps did not close. The surgery was completed the same day using an alternative forceps, and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).